Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank and the universal exhalation porting block was found to be damaged. The device's lcd screen and universal exhalation porting block were replaced to address the issues.